Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 16, 2014.

Event description:
Per the clinic, the patient experienced poor performance, headaches and pain the implant site with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.